Event description:
The marketing evaluation unit reported that the procedure was the result of a malunion. It is unknown if the implants removed were synthes products. No further information was provided and no mpe form was included.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lcp periarticular proximal humerus plate was reported in error.

Event description:
This report is 1 of 1 for an unknown plate for complaint # (B)(4).